Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the sleek rx products that are cleared in the us. The pro code for the sleek rx products is identified. The lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation as well as a photo was provided for review. The investigation is unconfirmed for the reported material rupture issue; however, investigation is confirmed for break. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 68202088 pta balloon dilatation catheter allegedly experienced material rupture and break. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The weight of (B)(6) patient was not provided.